Manufacturer narrative:
Sample analysis: an evaluation of the actual complaint sample is said to be available. However, it has not been received to date. The root cause of this complaint cannot be determined at this time. Additional information will be provided once the device is returned and evaluated. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.

Event description:
During the treatment of a small para clinoid ica aneurysm, an embolization coil was placed. The coil was not staying completely inside the aneurysm. During repeated manipulations, the coil prematurely detached partially within the aneurysm and the microcatheter. Upon retracting the microcatheter, the coil came out and dangled in the proximal ica. The coil was removed successfully using a cardiac snare. Another coil was deployed successfully without issue. The patient was reported to do well post procedure and was discharged from the hospital a few days post treatment. Patient information - patient weight is not available.